Event description:
The device technician in (B)(4) reported the blower stopped intermittently and the heater became overheated. There was no info in the report regarding any pt involvement, event or required medical intervention.

Manufacturer narrative:
Covidien (B)(4) service technician found damage to the blower and heater and confirmed the report of overheating and/or hot smoking odor. The blower and heater assemblies were replaced. The unit was tested and passed all technical service performance criteria. In addition, the IV pole clamps were replaced. Attempts are being made to contact the hospital and the initial reporter who returned the unit for service, regarding any pt involvement or event.